Event description:
It was reported that the patient underwent an unspecified procedure using rhmbp-2/acs. Post-op, the patient developed "many serious problems-including pain, nerve injury, as well as physical limitations."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with intractable diskogenic low back pain and bilateral lower extremity pain, greater on the left than on the right, due to a combination of lumbar spinal stenosis at l4-5 with bilateral l4 and l5 foraminal stenosis plus degenerative disc disease with positive discography at l4-5 and l5-s1 and underwent the following procedures: decompressive laminectomy, medial facetectomy, and foraminotomy at l4-5 with bilateral l4 and l5 foraminotomies; posterolateral fusion at l4-l5-s1 using a combination of morcellzied laminectomy bone and bmp; bilateral pedicle fixation at l4-l5-s1 in which rhbmp2/acs was used.